Event description:
The us complainant reported that the automated impella controller (aic) observe a yellow aic alarm. The aic was not used during patient use. The team followed the instructions for use (IFU) and the team replaced the aic with a backup controller.

Manufacturer narrative:
The console (aic) was returned for evaluation. Upon inspection of the console, (B)(6) was fully investigated and tested on an engineering bench. The reported alarm was reproduced upon boot up without pump/ purge connected. Impellatronic board was temporarily replaced with a known good one, hence the alarm was resolved after power cycle. Therefore, the root cause of aic alarm ¿impella defective¿ even without pump connected was due to a defective impellatronic pca. The impellatronic board was replaced, the blue receptacle was cleaned, and a functional check was performed on the console and the optical system; before returning the console to the customer. This report is being filed as part of a retrospective review of historical records.